Event description:
Additional information was received from the patient. The patient called back and reiterated that they have had a "certain kind of pain" with the therapy being on since they were implanted, that the ins was off, and that they were exhausted by the whole thing. The patient stated they were seeing doctors 3 times a week, and no one knew anything about the device/therapy. The patient stated they are getting an MRI tomorrow to help determine what the issue is. The patient stated they had sacral issues several years ago, and they didn't know if the device/therapy was now triggering the issue again, but they stated they were hoping the MRI helped to clear up what was going on. Patient services walked the patient through successfully activating and deactivating MRI mode. The patient reiterated that they couldn't locate a doctor within 500 miles of where they were living. Patient services also did a search for the patient within 500 miles and advised the patient that no health care provider (hcp) could be found. Patient services provided the patient with the technical services number for the pain doctor they would be working with who was ordering the MRI. The patient was going to continue working with the pain doctor to resolve their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that after having the device, they felt pain and sometimes they couldn't even walk. They were transferred to patient services, where they stated they had pain in back of legs and butt since the time of implant. Caller had worked with their manufacturer representative (rep) in the past and had turned stimulation (stim) off and tried different programs. Caller turned stim off for a week and no pain. They turned stim back on and pain came back. Patient services reviewed turned stim off or down and seeing healthcare provider (hcp). Patient services reviewed contacting the doctor, patient advocacy group, their local nurse to see what other options. It was not clear if the therapy was helping at all with the urinating and fecal issues. Patient services did not clarify when they were working with the local rep. They will be seeing their hcp next week for that and will bring up their device concerns then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information regarding the pain they experienced when the ins was turned on. The patient had an MRI that showed serious canal stenosis and scoliosis. The patient said they were in extreme pain while they were in the united states and were taking all kinds of pain medications, but they had been back in guam since may and had been going to physical therapy and were no longer taking any pain medications. The patient had been seeing a pain specialist to determine if their pain was caused by their lower spine or the ins. The patient had an x-ray of the ins and was told that everything was in tact. The patient mentioned that they were having trouble finding a managing a managing healthcare provider (hcp) in guam and had gone to 7 different doctors, but none of them were familiar with the ins. The patient found a neurosurgeon in guam who implants pain stimulators, and they told the patient that they want them to turn the ins on to see if it generates pain. However, the patient's handset and communicator were stolen a couple of weeks ago, so they were unable to turn the ins on. The patient mentioned that they had incontinence with the ins being turned off, and they had an appointment with a urologist in october. The agent reviewed that replacement equipment cannot be shipped to guam and must be shipped within the united states. The patient stated that they had family in the united states who could receive the equipment, then ship it to them. The agent warm transferred the patient to sunmed for further assistance. Sunmed stated that they did not foresee an issue as long as they could get the prescription from the patient's hcp in the united states and ship within the united states.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.